Event description:
According to the information received, the end user states that a catheter is damaged/broken. A 214 catheter, lot 2272884 was reported to have the funnel end coming off.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.